Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose level had been elevated to 7-9 mmol/l (126-162 mg/dl) when using his primary infusion device compared to 5-7 mmol/l (90-126 mg/dl) when using a different infusion device. The patient does not trust the accuracy of the delivery of the device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.